Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, green particles and opening curved on anterior. Leak test and microscopic analysis were performed which identified a striated opening on anterior, a sharp opening on anterior, observed void >1 mm in non-textured, valve-to shell-bond area, non-penetrating nicks and wear abrasion. The fill test inspection was performed; the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consistent in the use of some surgical tool and a sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening. The reason for reoperation is deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.